Event description:
It was reported that the ventilator's o2 gas module was replaced . There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for on/off switch error. Our field service engineer investigated the ventilator on site and replaced the air gas module. The evaluation of the received device logs can confirm the reported error. The replaced air gas module were not returned for investigation, therefore the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).